Manufacturer narrative:
The reported event of "unable to insert the stylet" was confirmed while the reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece without the guidewire/stylet used at the procedure. Examination of the lead found an obstruction and destructive analysis found blood/body fluids in the inner coil lumen at the obstruction area. The cause of the reported event of "unable to insert the stylet" was isolated to the blood/body fluids in the inner coil lumen. Beyond that, the damage found was sustained during the surgical procedure.  The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up. It was discovered that the left ventricular lead was failing to capture. The physician intended to revise the lead but was unable to insert a stylet into the lead. The lead was removed and successfully replaced. There were no patient consequences.